Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v217191, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that there was a staph infection at the implantable neurostimulator (ins) site. It was hurting so the patient thought she would have the device moved. This occurred in (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional (hcp) reported the patient did not report infection but had a change in her symptoms. She was scheduled for urodynamic testing. It was noted that the patient had not shown up for all her subsequent appointments.